Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic surgery, the pencil and the curved spatula device could not activate as usual. It was difficult to activate and had an intermittent activation. After changing the pencil to a new one, they were able to use it with the same generator without any problems. There was no patient injury. Medtronic's initial evaluation of the incident device found that the insulation on the tip of the electrode had chipped off and the piece not returned. Upon follow-up, it was reported that the device was broken during the procedure, however, it did not fell into the patient's cavity.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The analysis found the device to function normally and within specification when activated in a handpiece. The electrode advanced and retracted properly. It was reported that the device was difficult to activate, and the device had intermittent activation. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the unit had a damaged/missing insulation. The product analysis noted evidence that the device was not used as intended. The damage to the insulation is consistent with off label use, such as a drop of the device or contact with a hard object. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: carefully insert/withdraw electrode from cannula and trocar. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic surgery, the pencil and the curved spatula device could not activate as usual. It was difficult to activate and had an intermittent activation. After changing the pencil to a new one, they were able to use it with the same generator without any problems. There was no patient injury. Medtronic's initial evaluation of the incident device found that the insulation on the tip of the electrode had chipped off and the piece not returned.